Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity of 2.5 years was observed between follow-up visits. It was noted that the parameters and output settings were normal. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity of 2.5 years was observed between follow-up visits. It was noted that the parameters and output settings were normal. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: additional information was provided from the field representative indicating that there has been no change, and that the patient will continue with regular follow-up visits.